Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two fragmented metallic coiled devices are present loosely within lumen'), pelvic pain ('pain') and genital haemorrhage ('heavy bleeding/unusual bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and diarrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and rash ("skin rashes"). The patient was treated with ibuprofen (motrin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menstrual disorder and rash outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain lower had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain and rash to be related to essure. The reporter commented: essure insertion detail: right/left 5 coils were observed. The patient tolerated the procedure well. Surgical pathology report: two fragmented metallic coiled devices are present loosely within lumen of the fallopian tubes measuring 2.2 cm length x 0.2 cm diameter. Sectioning of the fallopian tubes reveals a stellate pinpoint lumen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils properly in place and fallopian tubes occluded. ¿concerning the injuries reported in this case, the following one was described in patients medical record: device breakage". Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet and medical record received. Event" genital bleeding, pelvic pain and abdominal pain lower was updated to recovered/resolved". Per medical record event "two fragmented metallic coiled devices are present loosely within lumen". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two fragmented metallic coiled devices are present loosely within lumen'), pelvic pain ('pain') and genital haemorrhage ('heavy bleeding/unusual bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and diarrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and rash ("skin rashes"). The patient was treated with ibuprofen (motrin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menstrual disorder and rash outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain lower had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain and rash to be related to essure. The reporter commented: essure insertion detail: right/left 5 coils were observed. The patient tolerated the procedure well. Surgical pathology report: two fragmented metallic coiled devices are present loosely within lumen of the fallopian tubes measuring 2.2 cm length x 0.2 cm diameter. Sectioning of the fallopian tubes reveals a stellate pinpoint lumen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils properly in place and fallopian tubes occluded. ¿concerning the injuries reported in this case, the following one was described in patients medical record: device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and rash ("skin rashes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder and rash outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure coils properly in place and fallopian tubes occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.